Event description:
Event description guidant received information that during a normal follow-up, this implantable cardioverter defibrillator (ICD) exhibited an out of range painless lead integrity test (lit), > 125 ohms. The lit has been high since the device was implanted. The patient received a shock on 9/2/2005 and the shocking impedance was normal, 43 ohms. A max energy shock was delivered and the shocking impedance was 43 ohms. The physician was satisfied with this impedance measurement and elected to monitor the patient. Guidant received additional information that the slit measurements have been widely varying, but that the patient has received three spontaneous 17 j shocks for vf/vt that resulted in appropriate shocking impedance measurements. All other lead diagnostics consistent and good. Guidant again received information that the slit measurements continue to vary widely and are out of range.